Event description:
On an unreported date, the patient had a break in aseptic technique which caused peritonitis manifested by cloudy drain, abdominal pain, and fever. The patient was hospitalized for peritonitis. On an unreported date, the patient started treatment with vancomycin 1gm and amikacin 12.5mg (frequencies and routes not reported) for peritonitis. The next day the patient's retraining on proper aseptic technique was initiated. No additional information was available at the time of this report. .

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.